Event description:
Pt reported that back to back tests performed on pt's ss meter within 10 min. Of each other using separate finger sticks were 202 and 119 mg/dl (52% difference). Control solution test result (135) was in range. No symptoms were reported. On follow-up, the pt verified the above results. Quality control procedures were reviewed and meter/lab comparison versus back to back testing was discussed. The meter was replaced. There was no allegation of harm.